Manufacturer narrative:
Additional information: after the sureform 60 stapler instrument with a green reload was fired, the blade became stuck, resulting in an incomplete staple line. This led to an unspecified amount of bleeding, although the patient did not require a blood transfusion. The bleeding is suspected to have been caused by pressure exerted on the tissues with the stapler instrument. To manage the bleeding, a backup sureform 60 stapler instrument was used, and the procedure was successfully completed. There are no concerns about any potential long-term complications for the patient arising from this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the green sureform 60 reload for failure analysis evaluation. The concomitant product (d10), sureform 60 stapler instrument (part#: 480460-9, lot#: l83230712-0258), has been returned to isi for evaluation but the failure analysis has not yet been completed. A stapler log review found the sureform 60 stapler instrument was installed on the system 3 times and fired 2 green sureform 60 reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the system detected the lockout mechanism and no clamping or firing could be performed. On install 3, the system failed to detect the reload color, and the user manually selected the green stapler reload. The first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, a green sureform 60 reload was fired with a sureform 60 stapler instrument, but the staple line was not completed due to the blade getting stuck. This led to bleeding that had to be managed while a backup stapler instrument and reload were gathered. The following information is unknown: the cause and source of the bleeding, the estimated blood loss volume, and what medical intervention was rendered due to the complication.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: failure analysis (fa) on the sureform 60 stapler was completed and the customer reported complaint was not replicated nor confirmed. The instrument was placed and driven on the in-house system and passed initialization, recognition, and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions and the jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a green reload. Visual inspection was performed and no damage was observed. No product issue was found.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11 device evaluation: intuitive surgical, inc. (Isi) received the green sureform 60 reload for failure analysis. The green reload was found with a damaged blade inside the cartridge track. Further inspection revealed mechanical indentations on the knife. Additionally, there was cartridge damage along the top surface of the green reload, and bulges were observed at the point where the knife had halted.

Event description:
Refer to h11 for follow-up information.